Event description:
Patient stated she forced herself to stand up straight in the am and heard a pop. The incision site started leaking serosanguineous fluid. Later that night the pt requested q ball be removed since her doctor said it would be okay to remove if patient requested. When I attempted to remove q ball it would not come out, so it was retaped. The doctor was informed of the same the following morning during rounds. He was able to remove the tubing with much wiggling and pulling. Last part of tubing would not give and appeared to break. The end of tubing appeared jagged. The doctor stated a piece probably broke off inside patient and he will have to take her back to or this afternoon/evening to do a wound exploration and remove the missing piece. The patient went to surgery that evening. The seven cm piece was removed intact.